Manufacturer narrative:
Analysis found no worn or faded label noted. Insulin pump was received with intermittent act button response due to flattened button dome switches (creased). No unlocked/lcd keypad connector during visual inspection. Insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked seat display window corner, cracked battery tube threads and missing endcap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a missing label. Customer's blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.